Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during a neck mass excision procedure, the patient received 1st and 2nd degree burns to the left side of the face and chest area. The burns were discovered when a flash occurred while using an unknown medline pencil with 3m electrode connected to the generator. The settings of the generator were 40/40. The patient was under monitored anesthesia (mac), and using a 10 liter flow o2 mask. The patient was treated with silvadine cream and sent to akron children&#39;s burn unit. The patient&#39;s current condition was reported as good. It is unknown what treatment was provided to the patient at akron children&#39;s burn unit.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.